Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer¿s current blood glucose level was 330 mg/dl. The customer was treated with manual injections for high blood glucose level. Customer also stated they were unable to enter the auto basal mode. The insulin pump will not be returned for analysis.